Manufacturer narrative:
(B)(4). The sample is not available. A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation therefore the reported issue could not be confirmed. The assignable cause for the reported issue was undetermined. The device's service history record was reviewed and no issues were identified that may have contributed to the program change. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
The customer contacted baxter's technical service center to report an issue with the home choice (hc) during use in dwell. The home patient (hp) reported that she was in dwell 1 of 56 and she normally has 4 cycles. The technical service representative (tsr) assisted the hp to end therapy. The tsr advised the hp to call the registered nurse (rn) in the morning to reprogram the hc for correct settings from the clinic. There was patient involvement. There was no patient injury or medical intervention indicated at the time of the initial report. The hp was contacted on (B)(6) 2011 regarding the change to the program. The hp stated she did not push any buttons and that the hc decided to add on multiple cycles. The hp stated she was only dwelling for 8 minutes. The hp followed up with the peritoneal dialysis (pd) rn and is doing fine on the cycler. No patient injury or medical intervention was reported.